Event description:
Bayer case number: (B)(4). Intense pelvic pain [pelvic pain female]. Mounted between the uterus and the fallopian tube, in the uterine horn [uterine perforation post procedural]. Device insertion difficult [device insertion difficult]. Haemorrhagic period [heavy menstrual bleeding]. Daily bleeding [bleeding genital]. Headaches [headache]. At least 7 episodes of anaemia [anemia]. Fibroma [fibroma]. Endometriosis [endometriosis]. Functional ovarian cysts [benign ovarian cyst]. Constipation [constipation]. Extreme fatigue [fatigue extreme]. Goose bumps without cold [goose bumps]. Dizziness [dizziness]. Joint and muscle pain [arthromyalgia]. Palpitations [palpitations]. Oedema feet [oedematous feet]. Hand oedema [edema extremity upper]. Face oedema [face oedema]. Cognitive disorder [cognitive disorder]. Speech disorder [speech disorder]. Extreme thirst, in particular in the mornings [excessive thirst]. Irritability [irritability]. Nervousness [nervousness]. Insomnia related to menstrual cycle [insomnia]. Nervousness [nervousness]. Permanent feeling of cystitis [cystitis]. Like flu-like syndrome [flu like symptoms]. Left vaginal pain during penetration [painful intercourse]. Left vaginal pain during penetration and unpleasant hypersensitivity of mucosa [vaginal burning sensation]. Dry skin [dry skin]. Skin irritation [skin irritation]. Fragile nail [brittle nails]. Hair loss [hair loss]. Chronic appendicitis [chronic appendicitis]. Bradycardia [bradycardia]. Tachycardia [tachycardia]. Pain like tendinitis in the left wrist [tendinitis]. Tendinitis in elbow [elbow tendinitis]. Tendinitis and shoulder [shoulder tendinitis]. Acute pain and pressure behind the eye [pain behind eyes]. Pressure behind the eye [sensation of pressure in eye]. Pain and eyebrow [eyebrow pain]. Pain left cheek [pain in face]. Pain in ears [pain in ear]. Pain in the armpits [armpit pain]. Perimenopause [perimenopause]. Stress [stress]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") and uterine perforation ("mounted between the uterus and the fallopian tube, in the uterine horn") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("device insertion difficult"). The patient had a medical history of multiple allergies and tonsillectomy. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding ("haemorrhagic period") and anaemia ("at least 7 episodes of anaemia"). On (B)(6) 2025, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. In 2025 she experienced bradycardia ("bradycardia"), tachycardia ("tachycardia"), tendinitis ("pain like tendinitis in the left wrist"), elbow tendinitis ("tendinitis in elbow"), rotator cuff syndrome ("tendinitis and shoulder"), eye pain ("acute pain and pressure behind the eye"), ocular discomfort ("pressure behind the eye"), eyebrow pain ("pain and eyebrow"), pain in face ("pain left cheek") and stress ("stress"). On unknown date she experienced uterine perforation (seriousness criterion medically important), genital haemorrhage ("daily bleeding"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst ("functional ovarian cysts"), constipation ("constipation"), fatigue ("extreme fatigue"), piloerection ("goose bumps without cold"), dizziness ("dizziness"), arthralgia ("joint and muscle pain"), palpitations ("palpitations"), oedematous feet ("oedema feet"), edema extremity upper ("hand oedema"), face oedema ("face oedema"), cognitive disorder ("cognitive disorder"), speech disorder ("speech disorder"), thirst ("extreme thirst, in particular in the mornings"), irritability ("irritability"), a first episode of nervousness ("nervousness"), insomnia ("insomnia related to menstrual cycle "), a second episode of nervousness ("nervousness"), cystitis ("permanent feeling of cystitis"), influenza like illness ("like flu-like syndrome"), dyspareunia ("left vaginal pain during penetration"), vulvovaginal burning sensation ("left vaginal pain during penetration and unpleasant hypersensitivity of mucosa"), dry skin ("dry skin"), skin irritation ("skin irritation"), onychoclasis ("fragile nail"), alopecia ("hair loss"), appendicitis noninfective ("chronic appendicitis"), ear pain ("pain in ears"), axillary pain ("pain in the armpits") and menopause ("perimenopause") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the arthralgia was resolving and the dizziness and eye pain had resolved. The outcomes for pelvic pain, uterine perforation, heavy menstrual bleeding, genital haemorrhage, headache, anaemia, fibroma, endometriosis, ovarian cyst, constipation, fatigue, piloerection, palpitations, oedematous feet, edema extremity upper, face oedema, cognitive disorder, speech disorder, thirst, irritability, insomnia, cystitis, influenza like illness, dyspareunia, vulvovaginal burning sensation, dry skin, skin irritation, onychoclasis, alopecia, appendicitis noninfective, bradycardia, tachycardia, tendinitis, elbow tendinitis, rotator cuff syndrome, ocular discomfort, eyebrow pain, pain in face, ear pain, axillary pain, menopause, stress and the last episode of nervousness were unknown. No causality assessment was received for essure with regard to pelvic pain, anaemia, heavy menstrual bleeding, genital haemorrhage, fibroma, endometriosis, ovarian cyst, constipation, fatigue, piloerection, dizziness, headache, arthralgia, palpitations, oedematous feet, edema extremity upper, face oedema, cognitive disorder, speech disorder, thirst, irritability, the first episode of nervousness, insomnia, the second episode of nervousness, cystitis, influenza like illness, dyspareunia, vulvovaginal burning sensation, dry skin, skin irritation, onychoclasis, alopecia, appendicitis noninfective, bradycardia, tachycardia, tendinitis, elbow tendinitis, rotator cuff syndrome, eye pain, ocular discomfort, eyebrow pain, pain in face, ear pain, axillary pain, menopause, stress or uterine perforation. The reporter commented: immediately after the insertion and up until the recent removal, intense pelvic pain: right implant poorly inserted, mounted between the uterus and the fallopian tube, in the uterine horn, because the insertion, which was initially planned to be done without anaesthesia, did not go well (the relaxant gas had the opposite effect on me; I struggled and it was therefore necessary to sedate me, but the damage had already been done). In good health prior to all these symptoms (no alcohol, tobacco, good weight and both moral and physical dynamism). Aside from human papillomavirus (hpv) (treated 3 times), tonsillectomy and allergies perimenopause and stress suggested constantly by my general practitioner to explain my feeling of being 30 years older over the past 4 or 5 years. Hysterectomy considered by my gynaecologist in 2023, but was refused by the surgeon (I had then scored the disabling nature of my symptoms at 5/10 it because he had requested it before listening to me, and he had told me that under 7/10, one would not operate!). Surgeon who had removed my appendix at the end of (B)(6) 2024 directed me to an internist, who ruled out any autoimmune disease (several examinations) but also dismissed out of hand the detailed written description of my various feelings with a: ¿one must not listen to oneself too much in life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Intense pelvic pain [pelvic pain female], mounted between the uterus and the fallopian tube, in the uterine horn [uterine perforation post procedural], device insertion difficult [device insertion difficult] , haemorrhagic period [heavy menstrual bleeding] , daily bleeding [bleeding genital], headaches [headache] , at least 7 episodes of anaemia [anemia], fibroma [fibroma] , endometriosis [endometriosis] , functional ovarian cysts [benign ovarian cyst] , constipation [constipation] , extreme fatigue [fatigue extreme] , goose bumps without cold [goose bumps] , dizziness [dizziness] , joint and muscle pain [arthromyalgia] , palpitations [palpitations], oedema feet [oedematous feet] , hand oedema [edema extremity upper] , face oedema [face oedema] , cognitive disorder [cognitive disorder] , speech disorder [speech disorder], extreme thirst, in particular in the mornings [excessive thirst] , irritability [irritability] , nervousness [nervousness] , insomnia related to menstrual cycle [insomnia] , nervousness [nervousness] , permanent feeling of cystitis [cystitis] , like flu-like syndrome [flu like symptoms] , left vaginal pain during penetration [painful intercourse] , left vaginal pain during penetration and unpleasant hypersensitivity of mucosa [vaginal burning sensation] , dry skin [dry skin] , skin irritation [skin irritation] , fragile nail [brittle nails] , hair loss [hair loss] , chronic appendicitis [chronic appendicitis], bradycardia [bradycardia] , tachycardia [tachycardia] , pain like tendinitis in the left wrist [tendinitis] , tendinitis in elbow [elbow tendinitis] , tendinitis and shoulder [shoulder tendinitis] , acute pain and pressure behind the eye [pain behind eyes], pressure behind the eye [sensation of pressure in eye] , pain and eyebrow [eyebrow pain] , pain left cheek [pain in face] , pain in ears [pain in ear] , pain in the armpits [armpit pain] , perimenopause [perimenopause] stress [stress] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. The most recent information was received on 25-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intense pelvic pain") and uterine perforation ("mounted between the uterus and the fallopian tube, in the uterine horn") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("device insertion difficult"). The patient had a medical history of multiple allergies and tonsillectomy. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding ("haemorrhagic period") and anaemia ("at least 7 episodes of anaemia"). On (B)(6) 2025 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2025. In 2025 she experienced bradycardia ("bradycardia"), tachycardia ("tachycardia"), tendinitis ("pain like tendinitis in the left wrist"), elbow tendinitis ("tendinitis in elbow"), rotator cuff syndrome ("tendinitis and shoulder"), eye pain ("acute pain and pressure behind the eye"), ocular discomfort ("pressure behind the eye"), eyebrow pain ("pain and eyebrow"), pain in face ("pain left cheek") and stress ("stress"). On unknown date she experienced uterine perforation (seriousness criterion medically important), genital haemorrhage ("daily bleeding"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst ("functional ovarian cysts"), constipation ("constipation"), fatigue ("extreme fatigue"), piloerection ("goose bumps without cold"), dizziness ("dizziness"), arthralgia ("joint and muscle pain"), palpitations ("palpitations"), oedematous feet ("oedema feet"), edema extremity upper ("hand oedema"), face oedema ("face oedema"), cognitive disorder ("cognitive disorder"), speech disorder ("speech disorder"), thirst ("extreme thirst, in particular in the mornings"), irritability ("irritability"), a first episode of nervousness ("nervousness"), insomnia ("insomnia related to menstrual cycle "), a second episode of nervousness ("nervousness"), cystitis ("permanent feeling of cystitis"), influenza like illness ("like flu-like syndrome"), dyspareunia ("left vaginal pain during penetration"), vulvovaginal burning sensation ("left vaginal pain during penetration and unpleasant hypersensitivity of mucosa"), dry skin ("dry skin"), skin irritation ("skin irritation"), onychoclasis ("fragile nail"), alopecia ("hair loss"), appendicitis noninfective ("chronic appendicitis"), ear pain ("pain in ears"), axillary pain ("pain in the armpits") and menopause ("perimenopause") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). At the time of the report, the arthralgia was resolving and the dizziness and eye pain had resolved. The outcomes for pelvic pain, uterine perforation, heavy menstrual bleeding, genital haemorrhage, headache, anaemia, fibroma, endometriosis, ovarian cyst, constipation, fatigue, piloerection, palpitations, oedematous feet, edema extremity upper, face oedema, cognitive disorder, speech disorder, thirst, irritability, insomnia, cystitis, influenza like illness, dyspareunia, vulvovaginal burning sensation, dry skin, skin irritation, onychoclasis, alopecia, appendicitis noninfective, bradycardia, tachycardia, tendinitis, elbow tendinitis, rotator cuff syndrome, ocular discomfort, eyebrow pain, pain in face, ear pain, axillary pain, menopause, stress and the last episode of nervousness were unknown. No causality assessment was received for essure with regard to pelvic pain, anaemia, heavy menstrual bleeding, genital haemorrhage, fibroma, endometriosis, ovarian cyst, constipation, fatigue, piloerection, dizziness, headache, arthralgia, palpitations, oedematous feet, edema extremity upper, face oedema, cognitive disorder, speech disorder, thirst, irritability, the first episode of nervousness, insomnia, the second episode of nervousness, cystitis, influenza like illness, dyspareunia, vulvovaginal burning sensation, dry skin, skin irritation, onychoclasis, alopecia, appendicitis noninfective, bradycardia, tachycardia, tendinitis, elbow tendinitis, rotator cuff syndrome, eye pain, ocular discomfort, eyebrow pain, pain in face, ear pain, axillary pain, menopause, stress or uterine perforation. The reporter commented: immediately after the insertion and up until the recent removal, intense pelvic pain: right implant poorly inserted, mounted between the uterus and the fallopian tube, in the uterine horn, because the insertion, which was initially planned to be done without anaesthesia, did not go well (the relaxant gas had the opposite effect on me; I struggled and it was therefore necessary to sedate me, but the damage had already been done). In good health prior to all these symptoms (no alcohol, tobacco, good weight and both moral and physical dynamism) aside from human papillomavirus (hpv) (treated 3 times), tonsillectomy and allergies perimenopause and stress suggested constantly by my general practitioner to explain my feeling of being 30 years older over the past 4 or 5 years. Hysterectomy considered by my gynaecologist in 2023, but was refused by the surgeon (I had then scored the disabling nature of my symptoms at 5/10 it because he had requested it before listening to me, and he had told me that under 7/10, one would not operate!) Surgeon who had removed my appendix at the end of (B)(6) 2024 directed me to an internist, who ruled out any autoimmune disease (several examinations) but also dismissed out of hand the detailed written description of my various feelings with a: ¿one must not listen to oneself too much in life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-may-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.